Manufacturer narrative:
(B)(4) . Additional information received: the device was used on 1 ½ cm vein. During the procedure, the surgeon did not notice tissue movement, noise or odd sound while firing. There may have been, but the surgeon was not sure of any manipulation of tissue prior/during firing. The used cartridge was not observed for staples. Six days after event the patient was discharged. The surgeon saw the patient two days ago and the patient is fine.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery: unknown, I guess cancer. Please let me know if you need a definite answer. Please explain when stated staples were on only half of the vein. Was this proximal to distal or left or right of cut line: the staples were formed proximal up to the approx the middle of the vein. Distally the surgeon noted that no staples were not visible. Was the staple form noted: it seemed normal for the one presents. On which firing did the event occur: first firing. Can it be confirmed that no extraneous tissue was within jaws distal to cut line: the question was asked, and the surgeon told me no tissue was distal to the cut line. The little bump was cleared. Was the compressed vessel completely proximal to cut line: he assured me that the vessel was compressed and proximal to the cut line. Were the tips of jaw visible during firing: yes. Were clips used in the vicinity: unknown, will ask. Please confirm the quantity of blood loss and amount of transfusion. 6-7 liters. What is the current patient status: stable. Additional information received: the malfunctioning caused the bleeding. The procedure was delayed 2 hours.

Event description:
It was reported that during a vats lobectomy procedure, on the right inferior lobar vein, the device with a reload was activated. When the jaw of the stapler opened, there was staples on only half of the vein, the other half was only cut. Profuse bleeding occurred. The device was subsequently used 2 times on other vessels and worked as expected. The bleeding was controlled by converting in open thoracotomy. The troponin level jumped. The patient lost almost 6-7 liters of blood. The patient was stable following the procedure.